Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white encapsulation and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior edge assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Device analysis lab received a right side device with no information. Healthcare professional reported a right side deflation. Device has been explanted.